Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be due to the prosthesis fracture and instability as reported. However, these failures cannot be confirmed based on the information provided, and potential contributions of user or patient-related considerations could not be assessed as the device was not available for evaluation and images, radiographs, or relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years and 11 months post the initial right tsa, the patient underwent revision surgery. Mp states that he suspects the central cage sheared off of the glenoid implant. The humeral head was upsized. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 5522102 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 5577419 300-51-15 - 1.5 short fa rep plt kit. 5504470 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 5552302 315-35-00 - glnd kwire. 5551765 531-78-20 - shouldr gps hex pins kit.